Manufacturer narrative:
Insulin pump received with broken reservoir tube lip and missing reservoir tube o ring. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call the insulin pump had physical damage. The customer's blood sugar was unknown. Trouble shooting was performed and found the plastic chipped off from the reservoir compartment. The reservoir is unable to lock in place due to the missing o-ring. Advised the insulin pump will need to be replaced. Advice to discontinue use of the product and revert to backup plan. The device will be returned for analysis.